Event description:
It was reported that a cartridge alarm, specifically alarm 16, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Despite the caller attempting multiple times to reload the cartridge and resume insulin delivery, they were unsuccessful. Technical support completed a pump reset with the caller, but it did not resolve the issue. As a result, technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy.